Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had a bent cannula and was not getting insulin, but her insulin pump did not alarm no delivery. The high pressure could not be performed as customer did not have a tubing clamp available. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.